Event description:
Patient was implanted with lcp clavicle plate construct on an unknown date for a clavicle fracture. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware. Patient requested the hardware to be removed due to discomfort from the hardware. Patient's fracture has healed. Surgeon removed all hardware and patient was not implanted with any additional hardware. Procedure was completed with no problems. This is the 7th report of 7 for the same event.

Manufacturer narrative:
This device was used for treatment.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.